Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis:the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings:the battery compartment damage and moisture complaint and power issue complaint could not be duplicated with investigation. Review of the pump¿s black box revealed unexplained rebooting events. No damage or moisture was found to the battery compartment. Leak testing did not find a battery compartment leak. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was observed behind the display lens and on the pump¿s internal components. Unrelated to the complaint, the bolus button cover was torn; leak testing revealed a bolus button leak. The bolus button was appropriately responsive. Leak testing revealed a display lens crack and leak. (B)(4)